Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap st30 device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center and confirmed evidence of corrosion in device. In addition, connector oxide contamination was observed. The service center confirmed evidence of foam particles in the device. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.